Event description:
A 53-year-old female doctor has been performing restorative dental procedures since (B)(6) of this year while using these gloves. They've been experiencing symptoms such as itching, burning, swelling and have been scratching their hands due to them feeling overheated. They had an appointment scheduled with their dermatologist the week starting (B)(6) 2024 as a referral was sent by their primary care physician. They have had to cover their hands with cotton material before using the gloves. In the interim, they have also been using a prescription ointment to relieve their itching and swelling. The doctor is the only one using the gloves at the office. The product is stored in their cabinet. This is the first time this happened.